Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2002. Approximately 17 years and 3 months after receiving the implant, the patient underwent a computerized tomography (CT) scan of the abdomen and pelvis which revealed an acute retroperitoneal hematoma in the lower lumber area displacing the lower extent of the infrarenal aorta anteriorly as well as the common iliac arteries. The patient's physician noted that there was an ivc filter just cephalad to the retroperitoneal collection. Shortly thereafter, the patient was diagnosed with thrombosis of the ivc filter, distal ivc bilateral iliac venous system extending into the bilateral femoral veins resulting in perforation of the distal ivc. At that time, the patient underwent extensive thrombectomy and venous stent placement. Approximately 7 months after the aforementioned CT scan, the patient presented at the hospital where she underwent an inferior venacavogram, removal of the ivc filter, and mechanical thrombectomy. It's noted that the ivc filter was tilted posteriorly with the colon embedded in the caval wall. During removal of the filter, the physician found that 2 of the support struts fractured and 1 was found to be external to the caval lumen within the retroperitoneal fat. The other was successfully removed uneventfully. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: non-healthcare professional. Investigation. The reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava perforation, embedment, thrombosis, and tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) abdomen/pelvis: "there is an ivc filter just cephalad to the retroperitoneal collection". "Conclusion: there appears to be an acute retroperitoneal hematoma in the lower lumbar area displacing the lower extent of the infrarenal aorta anteriorly as well as the common iliac arteries. The hematoma appears largely contained with only minor free extravasation". Per venograms: "[patient] has thrombosis of all the veins of both lower extremities, thrombosis of the iliac veins and inferior vena cava extending proximal to the filter. The patient has question of retroperitoneal hematoma on CT". "Images demonstrates extensive thrombus throughout both femoral and common femoral veins, both external iliac and common iliac veins, and throughout the inferior vena cava extending to t11-12. Prominent stenosis noted at the bifurcation and in the inferior vena cava filter". " the patient tolerated the procedure well and was sent to recovery in stable condition". "Impression: 1. Extensive deep venous thrombosis through both lower extremities, pelvis, and inferior vena cava. 2. Extravasation of contrast at the bifurcation into the retroperitoneum when injecting the right common iliac vein". Per a CT abdomen/pelvis: "findings: right lower lobe pulmonary embolus again noted". "The inferior vena cava and bilateral iliac veins are thrombosed without any enhancement compared to the unenhanced study to suggest underlying mass. The thrombus extends through the inferior vena cava filter up to the hepatic portion. Surrounding fat stranding is again present".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: dvt, vc to thrombosis, stenosis, hematoma. The additional information regarding deep vein thrombosis (dvt), adding vena cava (vc) to thrombosis, and stenosis does not change the previous investigation results for thrombosis. Unknown if the reported hematoma is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the tulip filter due to pulmonary embolism (pe) followed by successful, but difficult, percutaneous filter retrieval (B)(6) 2020. Patient is alleging device tilt, vena cava perforation, device fracture, device embedment, thrombosis of ivc/ivcf/iliac veins, post implant pe. Patient notes and further alleges experiencing "the ivc filter broke and there is a piece still inside of me. This causes me emotional distress and mental anguish", "due to the dvt, the stents in my legs cause me pain and stiffness", "since the ivc filter removal, I am always out of breath and scared of the broken filter piece moving and causing more serious injuries", deep vein thrombosis (dvt) post filter implant. Per the ivc filter retrieval (successful): "[patient had] presented in (B)(6) 2020 with thrombosis of [the] ivc filter, distal ivc bilateral iliac venous system extending into the bilateral femoral veins resulting in perforation of the distal inferior vena cava. [Patient] underwent extensive thrombectomy and venous stent placement. Since that time as been doing wonderfully with complete resolution of lower extremity swelling". "Patient presents for elective ivc filter removal". "The ivc filter is tilted posteriorly with the colon embedded in the caval wall". "The filter did not remove easily as the legs were embedded in the caval wall. Eventually the filter was able to be successfully removed". "Impression: 1. Successful retrieval of ivc filter, as detailed above. 2. During removal of the filter to [sic] of the support struts did fracture 1 was found to be external to the caval lumen within the retroperitoneal fat the other was successfully removed uneventfully. 3. Fresh thrombus formation at the filter removal site was successfully removed with aspiration thrombectomy".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), strut retained, difficult to remove, dyspnea, pain, stiffness, fear, emotional distress, mental anguish. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding strut retained does not change the previous investigation results for fracture. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported dyspnea, pain, stiffness, fear, emotional distress, and mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.